Event description:
Curlin tubing - product # 340-4114 - by (B)(4) would not work. When put into pump, alarms not in correctly. Two tubings tried with same result. Different lot number tried and pump and tubing worked as they should. Lot # cf 1103401. This same problem has been reported to us by 3 other patients/nurses.